Manufacturer narrative:
Approximate age of device: 1 year and 7 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
Additional information provided to the manufacturer on (B)(4) 2015 indicated that no autopsy was performed and the computed tomography scan confirmed the event. The patient's reported pre-existing conditions that could have contributed to the patient's death included hypertension and drug therapy of coumadin. The medical director does believe that the patient's death was device or therapy related. The pump will not be returned and the system controller was discarded.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the hospital on (B)(6) 2014 after suffering a stroke earlier that morning. Upon interrogation, a few pulsatility index (pi) events were noted but no alarms occurred. Data log information was submitted to the manufacturer where the pi events were confirmed. The pump parameters were operating over similar ranges throughout the data. The morning of the stroke, the pump maintained the set speed of 9600 rpm. The pump appeared to be operating as expected and supported the patient at the time of the reported stroke. The patient expired two days later on (B)(6) 2015 with a cause of death noted as hemorrhagic stroke.